Event description:
It was reported that the 9400 system would not fluoro during a case. The 9400 system was rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system could be duplicated. The system was tested and found to be working as intended, and put back into service.